Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death).

Event description:
Additional information was received for this case. It was reported that the patient expired due to unknown causes. The physician stated that the cause of death was unknown so that it was also decided to be unknown the causality with the relevant device as well as procedure. At the time of discharged, patient didn¿t have epilepsia led by cerebral infarction and there was no issue. Therefore those would have less possibility of direct cause of this event. Epileptic stroke might be the cause of death, but it is unable to be determined. The exact date of death is unknown.

Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The patient had a 52 mm x 60 mm thoracic aneurysm. The thoracic aortic vessel at the proximal end was 34 mm in diameter and 30 mm in diameter distally. There was mild calcification in the iliac arteries. It was reported that post stent graft implant the patient had a cerebral infarction and the patient was treated with thrombolytic therapy. The following day the patient had a couple episodes of epilepsy. Two days later the epilepsy condition was improving. There were small infarcts confirmed on MRI, but any symptoms are not confirmed. The physician stated the following: this case coexists with aneurysms in the patient's brain. The cause may have been due to thrombus being dislodged during tevar operation. The relation with the talent with this phenomenon (dislodging thrombosis) is unk. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results - cva/stroke; aneurysms in the patient's brain. Conclusions: aneurysms in the patient's brain.